Event description:
It was reported that the patient had the artificial urinary sphincter removed due to malfunction. The device was tested for leaks after it was removed, but no leaks were found. A new artificial urinary sphincter was implanted. Following the surgery, the patient was doing well.